Event description:
The reporter stated, the surgeon inserted an eyeonics lens and the haptic was bent and the lens capsule was damaged. The lens was removed with no pt injury and another same type lens was implanted. The reporter stated it was the surgeon's opinion, that the likely cause of the iol damage was due to the cartridge. The pt's current prognosis is good.

Manufacturer narrative:
Results: a cartridge lot number search was performed and one similar complaint was found. An injector lot number search was performed and no similar complaints found. Conclusions: based on the complaint history and the cartridge and injector lot number searches, a possible root cause of the iol damage was due to the cartridge.